Event description:
The customer reported that the paramedics were called several times in the past two months for low blood glucose. The customer stated that he does not remember the times or dates of the first three, but the last two visits were on (B)(6) 2010. The customer stated that he was treated at home and released. The customer also mentioned that two months ago, he had a heart surgery, and he is taking a new medication. Troubleshooting was performed. The programming on the insulin pump was correct as well the insulin concentration. The amount of insulin on the screen matched the amount of insulin left in the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.